Event description:
Additional information received indicated the lead additionally exhibited a loss of capture. The lead was capped on 1 apr 2024. The patient was in stable condition.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the left ventricular lead exhibited a high pacing impedance. The left ventricular lead was deactivated. The patient was in stable condition.